Event description:
A healthcare professional reports pt self-tester generated inr 1.8 on protime microcoagulation sys and on the same day lab results generated inr 2.9. Add'l comparison test generated inr 1.9 on protime microcoagulation sys and lab results generated inr 2.9. Pt's therapeutic range: 2.5 - 3.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). The cuvette lot number was not provided. Actual device not evaluated. Process eval performed. No related ncmrs, complaint trends or CAPA identified. Itc has requested all data required for form 3500a.